Event description:
The pump was returned for worn button symbols. Evaluation revealed intermittent response to presses of the keypad buttons. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/30/2012. The keypad button symbols were observed to be worn but the keypad was intact. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to this issue, the vibration motor was not making an electrical connection. Testing confirmed that the audio function was still working and the pump would still alarm to alert the user of an issue. Also unrelated to the issue, the display screen was found to be dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.